Event description:
It was reported that the pt had a staph infection, but they were able to "save the device." A loss of therapeutic effect was also noted. Last week, the pt started reporting that the stimulation felt different and was not offering the same level of coverage as it had previously. The doctor confirmed the lead did "slip a little bit." Reprogramming was being considered. At the time of the report, the pt was admitted to the hospital. The pt's status was unknown.

Manufacturer narrative:
(B) (4).